Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant attempt, the lead could not be used due to the patient's anatomy. The lead was replaced. No patient complications have been reported as a result of this event.